Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01us/ expiration date: 28-07-2021/ serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Mfg date: 02-03-2020; labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient experienced a pericardial effusion. The patient was intubated and received pharmacological intervention. The ipg remains in use. No further patient complications have been reported as a result of this event.